Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp areas of all (3) leaflets and in the free margins of two (2) leaflets. Calcification was also confirmed via x-ray. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, outflow aspect, and into the orifice. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Incidental findings: commissural distortion was observed at two (2) commissures; these damages are likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: the clinical observation of stenosis could be confirmed as calcification and host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic valve was explanted after an implant duration of ten (10) years, five (5) months due to recurrent prosthetic aortic stenosis (peak gradient = 135 mmhg with a valve area of 0.3 cm2). This was replaced with an unknown device and the patient was later discharged.